Event description:
It was reported that the customer had differences between sensor readings and blood glucose readings. Customer stated that his blood glucose level may read 300 mg/dl but the sensor will be 40-50 points different. Customer reported that when his blood glucose level is stable, the sensor glucose will read much lower. Customer believes that it was at the beginning of april when the issue began. Customer gave up on the sensors for about a month and then went back on it. Customer is still having the same issues. Customer calibrates 3 times a day. Customer confirmed that his stomach is hard and has scar tissue. Customer's pump shuts off into suspend once it hits 70 mg/dl on the sensor even though the customer's blood glucose level is not really 70 mg/dl. Customer stated that this usually happens at night. Customer was advised to go back on the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.